Manufacturer narrative:
Date of event: there was no information available regarding the date of event, date impedance was first found. Concomitant medical products: product ID: 3889-28, lot #: va0wcxv, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-15, (B)(4) (rep, hcp): information was received from healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the implanted lead wasn¿t working properly; it displayed impedance. While the hcp was removing the old implanted lead, he noticed that the lead appeared to be broken (integrity was compromised). While hcp was removing the damaged lead, the lead completely broke and came apart. The hcp was not able to retrieve the entire lead, resulting ina partial explant. No symptoms were observed. X-rays showed lead fragments; distal end of the lead remains in the patient. It was unknown whether there were any environmental/external/patient factors that may have contributed to the issue. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va0wcxv, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Analysis: analysis of the 3889-28 lead (lot # va0wcxv) determined that the that the conductor(s) was/were broken in the body of the lead at or near the tines. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep replied that the lead was found to be not working properly in (B)(6) 2018, however an exact date was unknown. The rep noted they did not have any specific impedance readings however, according the notes made by another rep (the rep who had been notified that the patient¿s device was no longer working properly), that there was impedance on all of the electrodes. Also according to the other rep¿s notes, the patient had not fallen or been involved in any accidents. The rep reported that the ins had been replaced on (B)(6) 2019, along with a new lead. There were no further complications reported.

Manufacturer narrative:
Product ID 3889-28, lot# va0wcxv, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. The initial report aware date should have been 2019-feb-07. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported being notified of the lead not working properly on (B)(6) 2019 during the patient's office visit. There were no further complications reported/anticipated.